Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and cartridge, then resumed insulin use. Reportedly, the customer was sent a replacement pump.